Manufacturer narrative:
Concomitant medical products: syringe, therapy date (B)(6) 2016. The customer¿s report of tubing leak was confirmed. During visual inspection a 0.430 inch vertical hair line crack was noted on the female luer, noted to be on the knit line with the gate opposite the crack. There was no other damage or any issues observed with the rest of the set. Inspection of the female luer under magnification revealed no stress marks. Functional testing confirmed leaking through the crack on the female luer. The probable cause of the customer¿s report was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer reported that an administration set leaked at the distal end of the tubing closest to where it attaches to the patient¿s IV access device. The set was used to connect a 125 ml/hr normal saline infusion with a dilaudid pca infusion running at an unspecified rate. There was no report of patient harm, and no other event details are available from the customer. Received a copy of the customer's medwatch report from the FDA which states, "the patients bed was wet and then discovered it was coming from the IV tubing, the leak was coming from the pigtail site where the IV fluid infuses. Maintenance ivf normal saline @ 125 ml/hour. Due to the leak the patient was having poor pain control issues, the tubing was changed out and new tubing placed."